Event description:
The pump was returned for investigation. Investigation revealed that the buttons on the keypad were intermittently responsive and there was contamination under the keypad. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was peeling and the up arrow, down arrow, and ok buttons were intermittently responsive. The contrast button was unresponsive. The bolus button cover was torn, but the button did respond to button presses. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.